Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the impedance of the right ventricular pacing lead was beyond the expected upper range and that the pacing capture threshold in the right ventricle was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high pacing impedance and increased pacing threshold. A lead fracture or changes in the myocardial status were suspected. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.